Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the up button on insulin pump was not working. Customer¿s blood glucose was over 200 mg/dl at the time of incident. Customer stated that the up arrow was hard to press. Customer states that numbers were not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states the pump was neither dropped nor exposed to moisture. Customer did not allege insulin pump for under delivery. Customer treated himself with manual injection for high blood glucose level the insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).